Event description:
Addl info from the hcp reports the pt is deceased. Per device registration, the pt had a diagnosis of malignat pain/other carcinoma.

Event description:
The device system was explanted and returned to the MFR for analysis. No reason for the explant was given. A follow up report will be sent when additional info is received.